Event description:
It was reported by the customer that a pyxis medstation es system tower door was broken in half, which hindered users from accessing the medication. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system had a broken tower door 3. A field service engineer replaced the broken plexiglass for tower door 3 to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.